Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of gold tip detached from fiber was not confirmed; no fiber sample was returned. Without receiving a complaint sample for evaluation a definitive root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A sonographer reported an issue with a nevertouch 65cm kit. During a procedure, the fiber was used for a two site ablation. After the first ablation was completed, the laser was removed to be gently wiped before reinserting. While wiping the tip, it detached. The procedure was completed with another same device and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.